Event description:
Customer used one in the pack and the bristles came out immediately once put in between their tooth. They were able to get all the bristles out of their mouth, however the wire was missing all the bristles when using.

Manufacturer narrative:
Complaint not confirmed.